Event description:
Limited info is available at this time. It was reported that while in the adult ICU, the md used the sheath to insert the catheter via the "femoral artery." After connecting the iab to the pump, the console alarmed 'type 1' helium leak. Blood was observed in the tubing. The iab was exchanged.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.